Event description:
The customer reported during a continuous 24 hour infusion of vincristine and etoposide the 0.2 micron filters have issues with either leaking or cracking.

Manufacturer narrative:
Correction in section b5 and d10 concomitant.

Manufacturer narrative:
The complaint of leakage could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event occurred on a unspecified date and involved a 12" (30 cm) ext set w/microclave, 0.2 micron low protein binding filter, 2 clamps, spiros w/red cap that the customer reported during a continuous 24 hour infusion of etoposide the 0.2 micron filters have issues with either leaking or cracking. The event also resulted in the patient losing medication. There was patient involvement, however, no report of adverse event.

Manufacturer narrative:
The device is available for evaluation. It has not been received.